Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose levels were reported. It was stated that the customer woke up with high blood glucose levels prior to being hospitalized. It was also stated that the insulin pump gave a button error alarm and the customer was unable to clear it. Nothing further was reported.